Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. The sheath was returned with the dilator. Visual inspection of the sheath found the dilator tip to be damaged. The functionality of the sheath was tested, and it was able to successfully deflect and hold deflection. Device-to-device interaction testing noted that the dilator was able to be inserted into the sheath but did not audibly snap and lock into the valve housing. The dilator was easily removable from the sheath. Microscopic inspection confirmed that the dilator tip was damaged. Examination of the proximal end of the shaft within the valve hub did not find excess adhesive at the access point into the shaft. A pull force evaluation was performed on the dilator and sheath during removal and the sheath conformed with the product specification functional requirement. The outer diameter of the snap-ring of the dilator and the inner diameter of the valve cap opening at the proximal end of the sheath were measured at multiple axes and found that the snap-ring was physically smaller than the access point of the valve cap, which could have potentially contributed to the incompatibility between the sheath and the dilator. Based on all the available information, the noted dilator tip damage was likely to have occurred during insertion into the patient anatomy.

Event description:
Reportable based on returned device analysis completed on 12 june 2025. It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear experienced a situation where the dilator came out upon insertion and advancement of the sheath in the blood vessel, indicating that the sheath and dilator were not locked completely. However, analysis of the returned device revealed damage to the distal tip of the sheath dilator.